Event description:
A customer reported that the pro7000de, hall oralmax elite high speed drill device was observed in pre-operative testing on approximately (B)(6) 2025, and ¿bur lock, over heated, not connecting¿ was found. There was no report of injury, medical/surgical intervention, or extended hospitalization for any patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Reported event of ¿bur lock, over heated, not connecting¿ is unconfirmed. The device was overdue for preventative maintenance. The device was received missing the lever handle. The device was found to be well worn and running slightly erratically, there was corrosion noted in the collet. The device is waiting for a new cast stator. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. The service history was reviewed and found similar repairs to this complaint. A two-year review of complaint history revealed there has been a total of 60 reports, regarding 60 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that the oralmax elite high-speed drills (pro7000de) shall be returned every 6 months for servicing. Failure to follow the specified service interval could result in reduced instrument performance or overheating of the handpiece. Overheating can lead to possible burn injury to the patient or medical personnel. Rotation of handpiece usage per day will assist with proper performance. To reduce the risk of injury, prior to surgery, spin the bur guard on a bur. If the bur guard spins freely, the bearing is still good. Otherwise, the bur guard must be sent for repair immediately. Do not use. Overheating can occur if bur guard bearings are worn or not kept clean. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A customer reported that the pro7000de, hall oralmax elite high speed drill device was observed in pre-operative testing on approximately on (B)(6) 2025, and ¿bur lock, over heated, not connecting¿ was found. There was no report of injury, medical/surgical intervention, or extended hospitalization for any patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.